Event description:
It was reported that during an interventional procedure in a left anterior descending coronary artery, a 2.0 x 12 mm mini trek otw balloon delivery catheter was prepared per instructions for use. The mini trek was advanced with some resistance/drag on the hi torque supra core 35, 300 cm extra support guide wire but was able to reach the lesion. The balloon was inflated to 14 atmospheres to perform pre-dilatation and then the balloon was fully deflated. During removal the physician felt "snugness" between the mini trek and the guide wire. The mini trek balloon delivery catheter was removed and there was no adverse patient effect or no significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The hi torque supra core 35, 300 cm guide wire referenced is being filed under a separate medwatch report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.